Manufacturer narrative:
Investigation findings: the consumer has been using u by kotex tampons for 20 years and for the last 6 months the tampons having been breaking up inside of her with some pieces remaining in her vagina. A document and records review was performed on nn627301b2307. The documentation assessed includes: manufacturing, quality audit, production and raw materials. An assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found no anomalies that may have caused or contributed to the reported issue. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends. Root cause: a root cause could not be determined. The complaint could not be confirmed. Corrective action: no corrective action is needed at this time. Preventive action: no preventive action needed at this time. No further information is available at this time. We will provide a follow up report if additional information becomes available.

Event description:
The consumer has been using u by kotex tampons for 20 years and for the last 6 months the tampons having been breaking up inside of her with some pieces remaining in her vagina. When the she was using the restroom on (B)(6) she felt the urge to push and when she did she expelled a partial tampon. She explained that her last menstrual period was approximately 30 days ago. She denied having any signs or symptoms of infection and did seek a medical evaluation. The evaluation was negative for any remaining pieces in the vaginal canal and said she is fine now.